Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that she was having difficulty inserting her blood glucose sensors. Her blood glucose was 164mg/dl at the time of reporting. She stated that when she inserted the sensor the first time it was painful and when she removed it the needle was bent. She also reported that the sensor was becoming stuck in the in the inserter, and was causing it to dislodge. The customer was advised to return the sensor as well as the inserter, both of which would be replaced. No additional information was reported.